Event description:
It was reported that: while the arterial line was being placed, resistance was encountered as the guidewire was inserted. The guidewire then could not be removed. Once out of the body the tip of the guidewire was found to be frayed. The returned product was found to be separated. The patient reportedly developed a hematoma at the site and manual pressure was applied. Another catheter was inserted and the patient was reported as stable.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The report of a separated guide wire could not be confirmed through inspection of the photo. The customer returned one straight guide wire for analysis. Signs of use were observed. The introducer needle was not returned. Visual inspection revealed the guide wire separated from the distal end. The distal weld was not present at the end of the coil wire. Microscopic examination confirmed the damage. The tip of the broken core wire appeared discolored at the point of separation. The broken core wire measured 432mm which is not within the specifications of 445-455mm per product drawing. This indicates that at least 13mm of the guide wire were separated and not returned. The guide wire outer diameter measured 0.0178" which is within the specifications of 0.0l75"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit which states, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guide wire was threaded through a lab inventory 20 ga introducer needle with no resistance. Functional inspection with the actual needle could not be performed as it was not returned for evaluation. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a separated arterial guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the core wire separated from the distal end. The complaint of needle resistance could not be confirmed as the needle was not returned. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing-related cause. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: while the arterial line was being placed, resistance was encountered as the guidewire was inserted. The guidewire then could not be removed. Once out of the body the tip of the guidewire was found to be frayed. The returned product was found to be separated. The patient reportedly developed a hematoma at the site and manual pressure was applied. Another catheter was inserted and the patient was reported as stable.